Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that his ins is not working. The patient stated that the ins initially worked, but after a revision the therapy never worked. Several reprogramming sessions have not resolved the lack of therapy according to the patient. The patient planned to follow-up with his healthcare provider on how to move forward. Later information from the patient indicated that the ins has been deactivated, but remains implanted. Patient status is not known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.